Event description:
The catheter was inserted into the patient on (B)(6)2009. The patient was then transferred to another hospital for treatment. On (B)(6)2009 after infusion, the nurse found the catheter broken near the oval disk.

Manufacturer narrative:
Conclusions - a root cause analysis could not be determined as the sample was not available for the investigation. The device history was reviewed for the reported lot number and no irregularities were noted during the lot's manufacture. (B)(4).